Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a trial implant procedure, it was reported that cerebrospinal fluid was observed once the physician inserted the epidural needle. The case was aborted, and the needle was discarded.